Event description:
Complainant alleged that during a routine shift check by a clinician the device powered up and all the beeps and light indicators associated with power up were present. But, the recorder does not run and there was no display on the monitor. Complainant indicated that there was no pt involvement in the reported malfunction.